Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient, diagnosed with chronic renal failure in the uremic stage, underwent routine hemodialysis treatment (three times weekly) at the hospital. On (B)(6) 2025, a chronic catheter was implanted via the right internal jugular vein for long-term hemodialysis access. On (B)(6) 2025, the patient was admitted to the department for outpatient hemodialysis; the treatment was completed smoothly. After the heparin cap was removed, a longitudinal crack was observed at the threaded connection of the central venous catheter's venous end, but no alarm was triggered by the dialysis machine. After disconnection, further inspection revealed no bleeding at the crack site. There was no leak, and tego was not utilized. The insertion site was not treated prior to product placement. The patient was advised to undergo enhanced monitoring and nursing care. As a remedial action and intervention/treatment required as a result of the event, the catheter was repaired by replacing the connector of the chronic catheter with a n ew one, ensuring the continued smooth progress of dialysis treatment. There was no blood loss, and no blood transfusion was required due to the event. The catheter has been in place for 6 months. There was no reported patient injury.